Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage measurement system lock-up issue. Unclearable elective replacement indicator.

Event description:
It was reported that the patient was feeling some effects from pacemaker syndrome. The patient's device had a battery measurement lock-up. Software was used to clear the problem and the device remains in use. No patient complications have been reported as a result of this event.